Event description:
The customer reported that the plungers are very loose and pop out very easily. They end up doing damage internally to veins trying to reinsert the plunger while the needle is still inserted in the arm. No information was received regarding any serious injury as a result of this product malfunction.